Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2013-05673 / 05674).

Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2004 and a total left hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reported patient underwent a left hip revision procedure on (B)(6) 2010 and a right hip revision procedure on (B)(6) 2012 due to patient allegations of pain, metal staining and elevated metal ion levels. Review of invoice histories confirmed the modular head was removed and replaced in both procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Number 1 states, ¿material sensitivity reactions.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-05673 / -05674, and 1825034-2014-05318).

Event description:
Legal counsel for patient reports patient underwent a total right hip arthroplasty on (B)(6) 2004 and a total left hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reports patient underwent a left hip revision procedure on (B)(6) 2010 and a right hip revision procedure on (B)(6) 2012 due to patient allegations of pain, metal staining, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2012 reports the presence of metal-stained fluid. The right modular head was removed and replaced. Revision op report dated (B)(6) 2010 notes the presence of metal-stained fluid, metal-stained tissue, and periacetabular osteophytes. The left modular head, shell, and liner were removed and replaced.